Manufacturer narrative:
Manufacturer narrative: the customer reported that the bedside monitor's (bsm) recorder paper was very dark when printing and smelled like it was burning. They tried using a different recorder, however the issue continued to persist. The device was not in use on a patient at the time. The customer sent the bsm in for evaluation and repair. The unit was cleaned and evaluated. The reported problem (printing very dark paper that smelled like it was burning) could not be duplicated through testing and troubleshooting, however our evaluation found that the unit had a disconnection between the main board and the recorder, causing the recorder to malfunction. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the bedside monitor's (bsm) recorder paper was very dark when printing and smelled like it was burning. They tried using a different recorder, however the issue continued to persist. The device was not in use on a patient at the time. The customer sent the bsm in for evaluation and repair and it is currently waiting to be evaluated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor's (bsm) recorder paper was very dark when printing and smelled like it was burning.